Event description:
The dealer reported that the left motor on the chair would not engage which could cause the chair to pull to one side and possibly strand the user or put the user at risk for injury from erratic or unintended movement.